Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced symptoms of eye pain and irritation and sought medical treatment. The patient alleges they were diagnosed with keratitis and instructed to return for follow-up within a week. The patient indicates that the incident has resolved. The type of keratitis and treatment received are unknown. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis and lack of medical information.